Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc freestyle libre sensor. A caller reported on (B)(6) 2021, an unspecified high sensor scan was received, and based on the sensor results, the customer was administered an unspecified dose of insulin by the father. It was further reported that the customer required a secondary treatment of sugar and biscuits at 3pm. No further information was reported. There was no report of death or permanent injury associated with this event.